Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one 14s crosser cto recanalization catheter. Catheter damage and material separation was noted to the distal tip of the catheter. The marker band was noted to be present. No functional testing was performed due to the condition of the device. Therefore, the investigation is inconclusive for the reported guidewire incompatibility as functional testing could not be performed due to the condition of the device. However, the investigation is confirmed for the identified material deformation and material separation as damage was noted to the catheter and separation was noted to the distal tip. A definitive root cause for the reported guidewire incompatibility, identified material deformation and material separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the calcified lesion of the anterior tibial artery, there was an alleged resistance felt during insertion of the guidewire lumen of the catheter. The procedure was completed by using another device. There was no reported patient injury.